Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The pump was received with cracked case at display window corners, reservoir tube window corners and reservoir tube window. The pump was received with broken battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 143 mg/dl. The customer stated that she received a button error while delivering a bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.